Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds and impedance had risen to high over the last several months. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.